Manufacturer narrative:
Customer changed pump supplies to address the issue, insulin delivery was resumed successfully. The customer continued to use the pump for insulin therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. The customer's blood glucose was 164 mg/dl. Reportedly, the customer reverted to an alternate method insulin therapy.